Event description:
A us distributor reported a battery was damaged.

Manufacturer narrative:
Device evaluation of battery packs have been completed. The reported problem (battery/charger faults) has been confirmed. As received, the battery was able to power on a monitor and charge, but was unable to stay firmly seated in the monitor. The cause was isolated to bent pin in the battery connector. There was no adverse event that occurred related to this issue. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged battery.